Event description:
Physician reported left side "late seroma and bia-alcl ... Diagnosed by aspiration cytology and capsule biopsy". Diagnostic testing confirmed cd30+ marker (alcl stage pt1). Physician further reported, via regulatory agency, pathological marker alk-, confirming alcl diagnosis. Pathological markers cd30+ and alk- confirming alcl have been received. The device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
Continued phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "late seroma and bia-alcl ... Diagnosed by aspiration cytology and capsule biopsy", and recalled device.